Manufacturer narrative:
The device was manufactured from october 26, 2018 - october 30, 2018. The actual device was evaluated. As received, the sample did not contain fluid in the bladder because the tubing line had been cut by the customer to drain the fluid out of the bladder. The blue winged luer cap was observed to be slightly untightened. The tubing line was subsequently reconnected then a functional leak test was performed by filling the bladder with green colored water. After fill and prime, the blue winged luer cap was placed back onto the distal luer and hand tightened. The sample was monitored until the next day and no signs of leak were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from the luer connector. This occurred prior to patient use. There was no patient involvement. No additional information is available.